Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the front therapy electrode (te) was severed from the cable. The root cause of the severed electrode is excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that there was a damaged cable on a patient's electrode belt.